Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed double-ended drill guide appear to be excessively worn, which could cause it to not function as intended. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship between the device and the reported incident was corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during trauma procedure, the 1.8/2.4mm double-ended drill guide did not allowed the 1.8 drill pass through the 1.8 hole. There was a reported delay of fewer than 30 minutes. The procedure was completed using a smith and nephew back-up device. No patient injury or other complications were reported.